Event description:
It was reported a 6f angio-seal sta plus vascular closure device was used to seal the arteriotomy site post percutaneous angioplasty procedure done for claudication. The angio-seal was deployed. A short time after the procedure, the pt experienced left leg ischemia with no distal pulse. An ultrasound revealed the suture inside the artery. The pt underwent a surgical exploration and revascularization procedure. The angio-seal plug (anchor, collagen, and suture) was found inside the superficial femoral artery.